Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a meniscus arthroscopic repair, after placing t1 and removing the needle from the tissue, it appeared that about one-third of the t2 implant on the needle rail was missing, the t2 of the fast-fix flex fell out easily during ligation. The t2 implant fell into the joint and was left floating inside the body, it could not be removed because it was missing. The broken t2 implant was not visible on the x-ray. The surgery was completed with a smith and nephew back-up device. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a meniscus arthroscopic repair, after placing t1 and removing the needle from the tissue, it appeared that about one-third of the t2 implant on the needle rail was missing, the t2 of the fast-fix flex fell out easily during ligation. The t2 implant fell into the joint and was left floating inside the body, it could not be removed. The surgery was completed with a smith and nephew back-up device. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus arthroscopic repair, the t2 of the fast-fix flex fell out easily during ligation. The t2 implant fell into the joint and was left floating inside the body, it could not be removed. The surgery was completed with a smith and nephew back-up device. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h2: corrected information on: h6 (codes) and h11 (results of investigation). H3, h6: the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned with original labeling with the batch number of the complaint on it. The t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t1 position. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. An assessment of material characteristics could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength specifications are established. Also, certificate of analysis is required with each shipment. A clinical review states that intraoperative video provided confirms anchor dislodgement and re-implantation. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on information provided, a procedural variance could not be ruled out. The retained t2 is implantable, so compatibility is not an issue. However, it was reported the t2 was not visible on x-ray and was floating inside of the patient. Therefore, we cannot rule out the potential for micro-motion and /or migration, pain and/or local tissue irritation could not be ruled out. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the t2 dislodged from the meniscus include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned with original labeling with the batch number of the complaint on it. The t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t1 position. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. An assessment of material characteristics could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength specifications are established. Also, certificate of analysis is required with each shipment. A clinical review states that intraoperative video provided confirms anchor dislodgement and re-implantation. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on information provided, a procedural variance could not be ruled out. The retained t2 is implantable, so compatibility is not an issue. However, it was reported the t2 was not visible on x-ray and was floating inside of the patient. Therefore, we cannot rule out the potential for micro-motion and /or migration, pain and/or local tissue irritation could not be ruled out. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the t2 dislodged from the meniscus include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.